Event description:
An arterial line in place with the flotrac, normal trace. Dampened trace noted later, line flushed with pull tab, no improvement was noted - then a manual flush was attempted with syringe, the trace improved but then again dampened. Again flushed with pull tab and then syringe, this continued-nil effects with further flushing of line, trace was then lost and unable to be flushed. Flotrac removed and large clot was noted at the arterial line, new line was used to replace the flotrac with a normal transducer and trace was perfect. Anaesthetist looking after the patient felt that the 3ml/hr function on the transducer was not functioning.

Manufacturer narrative:
The device was discarded by the hospital. Device will not be evaluated. Device history record was not reviewed as the lot number is unknown.